Event description:
Boston scientific received information that during the implant procedure, threshold measurements varied slightly. The output settings were reprogrammed to avoid problems after a temporary pacing wire was removed. The following day, thresholds had increased. A decision was to monitor the lead and make a decision regarding repositioning. Approximately two weeks later, threshold measurements had further increased. A decision was made to replace this lead. This lead was removed and replaced with an active fixation lead. An x-ray was performed indicating this lead had dislodged to the coronary sinus. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.